Event description:
It was reported the rigid video scope had water leakage. The issue occurred during cleaning and disinfection. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the universal cord broken the event can be prevented by following the instructions for use which state: chapter 2.5 general warnings and cautions", "chapter 5.2 inspection", "chapter 8 after use" and "chapter 9.1 safety information for reprocessing". There is no indication that this device was not used in accordance with the IFU/labeling. Chapter 2.5 general warnings and cautions risk of injury to the patient and/or the user, the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 5.2 inspection general inspection ¿ make sure that the product has: - no dents, cracks, bending, or deformations - no cuts and other defects on the outer sleeve of the cable - no scratches - no corrosion - no lens damages or cover glass damages - no missing or loose parts ¿ check all markings on the product for clear visibility. Chapter 8 after use risk of damage to the product pulling on the cable may damage the product. ¿ pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source. Chapter 9.1 safety information for reprocessing risk of damage to the product if endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope may occur. ¿ avoid that the endoscopes touch each other during reprocessing, transport or storage. There are devices intended to reprocess, transport or store more than one product. Observe the respective instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had water leakage. The issue occurred during cleaning and disinfection. There were no reports of patient harm